Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure on (B)(6), 2011. According to the complainant, the patient suffered from pancreatic cancer and was presenting with gastric obstruction. The patient's lesion was located in the third portion of the duodenum. The anatomy was tortuous. During the procedure, the stent was unable to be reconstrained; therefore the physician deployed the stent where it was and it was fine. The stent remains implanted, as the physician is comfortable with the placement. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.